Manufacturer narrative:
(B)(4). Medical product: vanguard pin driver, item# 32-486261, lot# zb160401. Visual examination of the returned driver found a piece of a pin has fractured and is stuck in the driver, which would prevent the driver from holding a pin. The rest of the fractured pin was not returned for evaluation. Medical records were not provided. Device history record (DHR) review was unable to be performed as the part and lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the pin driver wouldn't hold a pin. Evaluation of the returned product found a piece of a pin fractured and stuck in the driver, which has caused the driver to not hold a pin. Attempts to obtain additional information have been made; however, no more information is available.